Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue. No device malfunction has been reported. It was reported that a 2.75 x 28 xience v stent was intended to be used in a lad bifurcation lesion. On deployment of the stent at the site of lesion, a dissection was noted at the proximal edge of the stent which was sealed by 3.0 x 15 xience v stent. Pt is reported to be fine. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering determined that dissection, as listed in the xience v IFU and risk assesment is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including lesion characteristics, technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.